Event description:
Ous MDR - after an implantation period of approx. 65 months, the eri status was reported.

Manufacturer narrative:
First the manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The returned ICD underwent a status interrogation, and the device memory was analyzed. The device status was eri, which had been activated by the implant on (B)(6) 2018. 31 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a discharge of the battery that does not meet expectations. The current uptake of the device was then tested, which proved to be inconspicuous. An additionally performed long-term study of the current uptake also showed no anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. Subsequently, the ICD was opened. The visual inspection of the internal structure did not show any irregularities. An examination of the electronic module did not indicate any malfunction. The measurement of the battery voltage confirmed an unexpected battery discharge. The battery was then returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which did not show any anomalies. Following that, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery proved to be partially discharged. However, a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for about 65 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without any restrictions during the implantation time.